Event description:
A tech at the customer site reported that she was splashed in the eye with enhanced assay positive qc material, while removing sample cups from the advia centaur system. The tech went to the hosp and was given anti-retroviral treatment per hosp ER protocol.

Manufacturer narrative:
Events such as this are covered by our product labeling. The instructions for use clearly state the following caution statement: "caution! Potential biohazard: some components of this product contain human source material. No known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. All products mfg using human source material should be handled as potentially infectious. Handle this product according to established good lab practices and universal precautions." This event is being reported because (as stated in our biohazard caution statement) no known test method can offer complete assurance that product derived from human blood will not transmit infectious agents. No further eval of the device is required.